Event description:
It was reported that two right ventricular (rv) lead were attempted to be implanted. There was placement difficulty while attempting to implant both leads. It was difficult to place the leads due to a "kink" near the patient's shoulder as well as the superior vena cava (svc). The helix of the leads worked properly prior to implant, but once the leads entered the rv the helix would not extend. The leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.